Manufacturer narrative:
Follow-up #1 submitted 6/8/2016: additional information received on 6/4/2016 clarified that the time date reset issue began on 02/01/2016: when the battery is changed, the time/date is not retained goes to default for pump model. There was no indication that the product caused or contributed to an adverse event. This complaint is being ruled out based on the following: this issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (time and date reset) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a history/settings issue.